Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified issues occurred with a non-tandem infusion set. Subsequently, customer experienced diabetic ketoacidosis. Bg value was not provided. The infusion set brand and manufacture was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.